Event description:
General anesthesia induction with a #3 lma inserted without difficulty. Breath sounds bilateraly, co2 confirmed per monitor, chest rise and fall. Identified that the waveform was not registering and upon further inspection noted that the cuff detached from the airway tube and the cuff remained in the mouth. Removed cuff without difficulty.====================== manufacturer response for laryngeal mask airway (lma), laryngeal mask airway, size 3, laryseal clear======================upon receipt of the product, the appropriate quality testing will be done.